Event description:
Patient presented to the physician with difficulty swallowing, tongue pain, and pain at both the incision sites. Due to the ongoing symptoms, the patient requested removal of the device. Physician brought the patient into the operating room and removed the entire inspire system.